Event description:
It was reported that during a da vinci-assisted ureteral reimplantation surgical procedure, the customer informed intuitive surgical, inc. (Isi) field service engineer (fse) that error 23072 occurred. Isi technical support engineer (tse) was requested to review the error logs. The tse found repeated recoverable error 23072 in the logs pointing to set up joint (suj) 4 axis 1.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the error was recovered by the site. The surgery was completed robotically.